Manufacturer narrative:
Internal file number: (B)(4). The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effects of hypotension, worsening mitral regurgitation (mr), mitral stenosis, renal failure, tissue damage and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information available, a definitive cause for the reported hypotension, mr, mitral stenosis, renal failure, tissue damage and heart failure could not be determined in this incident. Sufficient patient information was not provided in the article regarding the patient heath, anatomy/pathology to draw a conclusion. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1964 labeled 2041 labeled 2104 labeled 2206 labeled 1914 labeled 1965 labeled device codes: 2993 labeled na internal file number - (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Article titled: edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3. Date of event estimated d6. Implant date estimated g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report tissue damage, heart failure, renal failure, increased mr, worsening mr, mitral stenosis, hypotension, additional treatment, major surgery and hospitalization. It was reported through a research article identifying mitraclip that may be related to tissue damage, heart failure, renal failure, increased mr, mitral stenosis, hemodynamic instability (hypotension), major surgery and hospitalization; steerable guide catheter - access site, major bleeding and thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article titled, edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study. No additional information was provided.